Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
It was reported that the internal leakage test failed during the pre-use check. Evaluation of the provided logs confirms the reported failure. Our field service engineer investigated the ventilator on site, the issue could be reproduced and that the problem was resolved by replacing the nozzle units. The replaced nozzle units was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).